Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The embolization coil was intact with the pusher assembly and had offset coil winds on its proximal end. Conclusions: evaluation of the returned smart coil revealed offset coil winds on the proximal end of its embolization coil. If the introducer sheath is not properly aligned within the hub of the microcatheter prior to advancement, resistance may be encountered and damage such as offset coil winds may occur. During functional testing, the smart coil was unable to advance through its introducer sheath due to the offset coil winds on its embolization coil. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the right internal carotid artery (ica) using penumbra smart coils (smart coils). During the procedure, a smart coil would not advance within its introducer sheath; therefore, it was removed. The procedure was completed using another smart coil. There was no report of an adverse effect to the patient.